Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that patient has been experiencing headache and fevers post pump implant. A blood patch was preformed and hcp's are going to get a cerebrospinal fluid (csf) sample today or tomorrow.